Manufacturer narrative:
One 1.5mm cann. Quick release driver tip was returned broken. Only the main body portion of the driver was returned (tip portion not returned); evaluation will be for the main body. Driver was examined under magnification. Driver exhibits a jagged, multi-surface fracture region with surfaces sitting varying degrees obliquely to the device axis. Signs of fatigue are not present at the fracture site (e.g. Progression or "seashell" marks). A measurement of the overall returned body length was taken. No definitive conclusions can be made.

Event description:
It was reorted that a micro driver tip broke off in the screw head when putting in screw. The piece was extracted and another driver was used. A reported delay of 20 minutes with no adverse consequences to the patient.